Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five stoppers of five bd¿ luer-lok syringes were defective and improperly suiting into their place, probably causing leakage.

Manufacturer narrative:
Investigation summary: two photos and one 3ml syringe with needle in an opened blister pack from batch #8124923 (p/n 309574) were received. The photos appear to show the same syringe as the physical sample. An insecure stopper condition is observed in the returned sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that five stoppers of five bd¿ luer-lok syringes were defective and improperly suiting into their place, probably causing leakage.